Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophageal cardia during a gastrointestinal dilation procedure performed on (B)(6) 2022. During the procedure, it was noted that the gauge already indicated the maximum value; however, it would not indicate the correct pressure before use at the time of opening. Increasing the pressure was possible, and based on the judgement of the physician, only a minimal dilatation was performed and completed through fluoroscopy. The procedure was completed with the original device at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the serial number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.